Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure an active blade broke, no further info is available. Another like device was used. There was no pt consequence.